Event description:
It was reported that patient underwent initial bilateral total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent a left knee revision on (B)(6) 2015 due to stiffness. The tiabial tray, femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." The previous revision procedure on (B)(6) 2013 was reported on medwatch number 1825034-2013-00733.